Manufacturer narrative:
The device involved in the event was reported to not be available for evaluation by the manufacturer. However, a picture received by the user facility showed a leak at the air vent.

Event description:
It was reported that the device involved in the event experienced a chemotherapy medication leak at the air vent during patient use. There was no reported harm to the patient. No additional information is known at this time.

Manufacturer narrative:
The reported leak was confirmed by the investigation. No product samples were received for investigation. A picture was provided by the customer documenting the reported leak from the air vent of the piercing pin. Without the return of the product, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed and no discrepancies that may have contributed to a complaint of this nature were found.